Event description:
(B)(4). Same case as 2134265-2010-02612. It was reported that following a coronary artery stenting procedure, the patient experienced a stent thrombosis (st) and myocardial infarction (mi). The lesion being treated was located in the mid left anterior descending (mid lad). The patient received two taxus express2 study stents placed into the mid lad. The first stent was a 3.0x24mm and second stent 3.0x12mm. The second stent was placed in an overlapping fashion proximal to the first stent. The patient received bivalirudin, aspirin, clopidogrel, beta blockers, and ace inhibitor during index hospitalization. At 778 days after the index procedure, the patient experienced a st and mi. Patient presented with chest pain. Repeat catheterization revealed 90% diameter stenosis in the mid lad. The patient was treated with balloon angioplasty, thrombectomy and thrombolytic therapy. Medications were aspirin at time of event. Revascularization was performed and the event resolved four days later.

Manufacturer narrative:
Device evaluated by manufacturer. As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).